Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser stopped after four seconds of treatment during a laser procedure. The surgeon noticed that the bar level on the screen that indicates the eye tracker quality became zero but it should have been above 60. The surgeon made a few attempts to adjust the light of the eye tracker but could not get the bar level indicator above zero. The surgeon then moved the position of the eye tracker upwards and then down again to the initial position and managed to get the bar level indicator above 60 by controlling the light of he eye tracker. The surgeon was able to start the treatment where the laser had stopped and completed the treatment with no harm to the patient.

Manufacturer narrative:
Log file review shows the eye tracker was on during the whole procedure for all treatments and that the user was always able to get good tracking while laser was active. There is no indication a device malfunction caused or contributed to the reported event. The most probable root cause is user handling related to pupil detection procedure. The manufacturer internal reference number is: (B)(4).